Event description:
It was reported that upon interrogation the pulse generator exhibited a battery measurement anomaly, false battery impedance was displayed. The device remained implanted.

Event description:
The new information received on 3/5/2014 notes, that after a software download the device resumed normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.